Event description:
The therapeutic procedure had no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors or handling of the device. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: it was confirmed that instructions operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex deflectable videoscope displayed no image. The issue occurred during preparation for use. The laparoscopic ileal resection procedure was completed with the same set of equipment. There were no reports of patient harm.